Event description:
Follow up information reported that the patient received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved. Appointments of (B)(6) 2013 were noted. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) came out of the pocket and became dislodged and flipped a few months prior to report. It was stated the patient had their device repositioned the night prior to report.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v256966, implanted: (B)(6) 2009, product type lead. (B)(4).